Event description:
According to the customer, his hearing aids kept falling out. Per the customer, "the rubber piece on the end that fits in his ear was hollow and got stuck and he had to go to the doctor to get it removed."

Manufacturer narrative:
According to the customer, his hearing aids kept falling out. Per the customer, "the rubber piece on the end that fits in his ear was hollow and got stuck and he had to go to the doctor to get it removed." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.